Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On the same day the sensor was inserted, the patient had breakfast and went to school and started to feel sick. The patient was throwing up and felt weak and the spouse brought the patient to the hospital. At the hospital a fingerstick was taken and the cgm reading was 93 mg/dl, and the blood glucose reading was 890 mg/dl. The patient was diagnosed with dka and was admitted for 2 days. During the admission the patient received treatment with insulin, but the reporter could not remember the dose nor the route. When the patient got discharged the blood glucose reading was 114 mg/dl and the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.